Event description:
It was reported that the device warned of motor failure. The status of the product at time of the event was before the delivery of medication. There were no patient involvement and harm as result of this event.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.